Event description:
It was reported that; "patient had a primary triathlon tka implanted in (B) (6) 2008. On (B) (6) 2010 she contacted her surgeon after she felt a "pop" in her knee. Xrays were taken and it was believed her patella button had broken. After she was brought to the operating room the next day ((B) (6) 2010) in order to revise the patella button. After getting exposure to the joint, a symmetric 29x8mm patella trial was found just under the patella tendon. Part of the trial had broken off. The surgeons explanted the joint and removed as much of the broken trial as possible."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The doctor decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.